Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic right pyeloplasty and on-q catheter insertion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection and bleeding.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, left ureteroscopy w/laser lithotripsy-stone extraction, right ureteroscopy-diagnostic, bilateral retrograde pyelograms, bilateral ureteral stent placement on (B)(6) 2014 due to bilateral kidney stones, right ureteropelvic junction obstruction. It was reported that patient underwent cystoscopy, bilateral retrograde pyelograms, bilateral stent change on (B)(6) 2014 due to right chronic upj obstruction, left gross hematuria, flank pain, kidney stones and recent uroscopy. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent right stent change, retrograde pyelogram and a 7 x 26 double j stent change on (B)(6) 2006 due to right ureteropelvic junction (upj) obstruction. No additional information was provided. (B)(4).